Event description:
Emergency room personnel responded to a person whose ECG was described as asystolic. The device was connected to the pt to administer transcutaneous pacing. According to the reporter, the device alarmed "pacing leads off" and would not pace the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.